Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician made approximately ten passes using the cat7 and lightning. Subsequently, while torquing the cat7 during the next pass, the yellow portion towards the proximal end of the cat7 came apart. Therefore, the cat7 was removed. The procedure was completed using a new indigo system aspiration catheter 8 (cat8) with the same sheath. There was no report of an adverse effect to the patient.